Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed hs (high sensitivity) foam test which failed. The fse discovered the cassette within the peristaltic pump appeared not aspirating efficiently and the replaced pump. The fse successfully completed hs foam testing and verified the system conformed to the MFR's performance specs. Pt samples were collected in bd serum separation tubers (sst). Quality control (qc) performed prior to and after the event conformed to specs. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-03745.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for two pts involving unicel dxi 600 access immunoassay system. This report refers to pt number one. The elevated result did not correlate the another unicel dxi system, which produced a result within the reference range. The elevated result was released out of the lab and questioned by the physician as the result did not correlate with the pt's clinical condition. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.